Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2024-09894], one of the leads was accidentally cut. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issue. It is unknown which lead is liable.